Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted that the shock impedance had been gradually increasing. Technical services (ts) suggested reprogramming and following actions to determine true impedance value. The lead remains in use. No adverse patient effects were reported.